Event description:
It was reported that the anesthesia system measured peep value was different than the user set. There was no patient harm. Manufacturer's reference #:(B)(4).

Manufacturer narrative:
The investigation of the reported failure in this complaint has been completed. Our field service engineer investigated the system on-site. The inspiratory pressure transducer and the expiratory channel pcb's. Were replaced, which resolved the issue. A complete set of device logs was received. Evaluation of the logs showed that prior to the event, a minor intermittent drift of the inspiratory pressure transducer's zero pressure offset was recorded during the system checkout (sco), however the drift was within the alarm limits. The pressure transducer pcb has a factory-calibrated zero pressure offset, typically 2 ± 0.5 v. During system checkout, if the measured value deviates more than ±300 mv from the factory-calibrated value, the test will fail. In this case, it is likely that the drift of the inspiratory pressure transducer¿s offset caused or contributed to the deviation between set and measured peep pressure. The returned inspiratory pressure transducer pcb and expiratory channel pcb were simulate-use tested in a reference anesthesia system. No deficiencies were found during visual inspection or functional testing. Several successful scos were performed before and after the system ran continuously with a test lung for 24 hours. Additionally, the resistance of the inspiratory pressure transducer¿s wheatstone bridge was confirmed to be within specification.

Event description:
Manufacturer's reference #: (B)(4).